Event description:
Patient underwent an image guided procedure-CT guided fna/biopsy left lung upper lobe; indication: left upper lobe lung nodule. Post procedure chest x-ray shows 2 tiny metallic fragments at the medial border of the nodule. See scanned pages. FDA safety report ID # (B)(4).